Event description:
It was reported that this right ventricular (rv) lead exhibited rising pacing impedance measurements, but all measurements were within range. Additionally, loss of capture (loc) was on the presenting electrogram (egm). Technical services (ts) recommended checking the lead integrity in person and considering an x-ray to see what was happening with the rv lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.